Manufacturer narrative:
Device analysis determined that the condition of the returned device was not consistent with the complaint incident as the stent was fully mounted on the returned device. A slight bend was noted in the stainless steel shaft. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. Based on investigation results of a fully mounted stent, with a slight bend noted in the stainless steel shaft, this is no longer a reportable event.

Manufacturer narrative:
(B)(4) - no code available (medical intervention required).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure for a biliary stricture due to a biliary tumor, performed on (B)(6) 2010. According to the complainant, the indication for stent placement was common bile duct obstruction and jaundice. The physician planned to place 2 stents to treat a stricture located very high up in a small biliary radical. The first stent was placed, and expanded as much as the tight and narrow anatomy would allow. There were no reportable malfunctions noted with the first stent. The physician waited approximately 5 minutes, and then attempted to place the second stent. After the second stent was fully deployed, the physician attempted to withdraw the delivery device. The tiny lip on the introducer catheter became caught on the stent. When he tried to jiggle it free, the stent was dislodged. He removed the stent and did not place a second stent. The first stent remains implanted in the patient. The physician stated that the main contributing factor to this event was the patient's anatomy and the location of the stricture. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure for a biliary stricture due to a biliary tumor, performed on (B)(6), 2010. According to the complainant, the indication for stent placement was common bile duct obstruction and jaundice. The physician planned to place 2 stents to treat a stricture located very high up in a small biliary radical. The first stent was placed, and expanded as much as the tight and narrow anatomy would allow. There were no reportable malfunctions noted with the first stent. The physician waited approximately 5 minutes, and then attempted to place the second stent. After the second stent was fully deployed, the physician attempted to withdraw the delivery device. The tiny lip on the introducer catheter became caught on the stent. When he tried to jiggle it free, the stent was dislodged. He removed the stent and did not place a second stent. The first stent remains implanted in the patient. The physician stated that the main contributing factor to this event was the patient's anatomy and the location of the stricture. The patient's condition at the conclusion of the procedure was reported to be "fine".